Event description:
Cotton strings were retrieved from the surgical site and thought to have originated from the wooden cotton tipped applicator

Manufacturer narrative:
During a blepharoplasty, the surgeon noted pieces of cotton string in the lower eyelid and thought they possibly may have originated from one of the wooden cotton tipped applicators contained in the custom bleph pack. The pieces were manually removed. A routine saline flush was performed. There was no serious injury or need for further medical intervention as a result of the incident. The wooden cotton tipped applicator is a component in a custom surgical pack. The device is from puritan medical products company llc. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.